Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) for intractable spasticity. It was reported that the patient's pump was critically alarming. Caller stated that the patient has an appointment with the neurosurgeon on (B)(6) to have the device removed as the pump was expected to be at the end of its service life (eos), so in the meantime the healthcare provider titrated the medication down to basically just saline. Caller said that the pump alarm had been going off for a while and was going off every hour (non-critical alarm), however now the alarm was doing the siren (critical alarm). Caller said that the non-critical alarm was quiet enough, however the critical alarm was affecting their sleep. Agent reviewed alarm with the caller and redirected to healthcare provider to further address the issue/look at silencing the alarm. When asked for the event date, caller said that it was about 90 days ago that the pump started alarming.